Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3889-28 lot# va03713, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the device, model # 3058, serial # (B)(4), found that the # 0 connector was not completely seated in the device port, causing the setscrew to be misaligned with the grommet.

Event description:
It was reported that there was a problem advancing the setscrew on a device and the device was ultimately replaced with another during the implant procedure. The reporter stated that the torque wrench was placed in the setscrew and the physician began to turn with no response whatsoever. It was stated that "we played with the setscrew for a period of time." It was noted that the torque wrench was "extremely loose" as if there was no setscrew in the device. It was reported that the device was replaced and that there were no problems, no adverse event, and no patient injury associated with this event. Subsequent information received stated that there was a problem with the setscrew and that it would not tighten or loosen up. It was stated that the patient recovered without sequela.